Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the implant/failure to occlude (close) fallopian tube') and pregnancy with contraceptive device ('pregnancy (no complications)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida the patient's medical history included multi gravida (B)(6) 2009, (B)(6) 2005, (B)(6) 2016, (B)(6) 2004, (B)(6) 2006, (B)(6) 2014), parity 5 (B)(6) 2009,(B)(6) 2005, (B)(6) 2016, (B)(6) 2004, (B)(6) 2006, (B)(6) 2014), urinary tract infection and sexually transmitted disease. (B)(6) 2009,(B)(6) 2005, (B)(6) 2016, (B)(6) 2004, (B)(6) 2006, (B)(6) 2014), parity 5 (B)(6) 2009, (B)(6) 2005, (B)(6) 2016, (B)(6) 2004, (B)(6) 2006, (B)(6) 2014), urinary tract infection and sexually transmitted disease. Previously administered products included for an unreported indication: mirena, iud and depo provera. Concomitant products included cyclobenzaprine hydrochloride (flexeril), docusate sodium, ferrous sulfate, ibuprofen, minerals nos;vitamins nos (prenatal vitamins), ondansetron hydrochloride (zofran) and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain/pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant/ bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, abdominal pain and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: date of insertion: (B)(6) 2014. As per pfs document total no of pregnancy 5,live birth 5. Date of birth: 24may2009, 06oct2005, 09may2016, 23apr2004, 07sep2006, 14jun2014. Concerning the injuries reported in this case, the following one were described in patients medical record: abdominal pain. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs & mr received. Reporter information was added. New events were added - pregnancy (no complications), device ineffective, abdominal pain. Severity added for pelvic pain and abdominal pain. Concomitant drugs and historical drug were added. Medical history was added. 1st & 2nd follow up processed together. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain/pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.